Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with no recaptures needed and compression measurements within range. Transesophageal echo (tee) during the case showed the device was well positioned and no leaks were noted. The device met release criteria. The patient was on aspirin 81mg post implant due to thrombocytopenia and liver cirrhosis. At the 45-day follow-up transesophageal echo (tee) the patient stated they were having some chest pain recently and a pericardial effusion was found during their tee. The tee showed the device in good position. No effusion was documented by tee before or after implant or at the transthoracic echo (tte) prior to discharge the day after implant. The patient was admitted and put on antibiotics and a computed tomography (CT) scan was performed. The device was well positioned, no leaks, and appeared to be sealed. The implanting physician believed the patient was having an inflammatory response with unknown origin. The patient was put on colchicine is doing well and was discharged.